Manufacturer narrative:
The system was examined and the reported event was replicated. The manifold pressure vacuum was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the manifold pressure vacuum. However, how or when the manifold became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit was not aspirating properly. The timing of event is unknown. Additional information has been requested.